Manufacturer narrative:
Upon receipt at boston scientific post market quality assurance laboratories, this device was thoroughly inspected and analyzed. No failing conditions were found and the device passed all applicable testing. No problem was detected. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformance's, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted and successfully replaced several days later due to a non product reason. No further information was able to be obtained. No additional adverse patient effects were reported.